Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention, valve regurgitation and hypotension are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator.. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In addition, as a precaution, the operators are instructed to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per report, the 80:20 a/v implantation of the valve was caused by overcorrection of the position of the valve during deployment (the valve was moving ventricular, the operator advanced the valve too aortic). The central regurgitation was most likely attributed to slow recovery of the ventricle. The aortic position of the valve may also have been a contributing factor. Although the cause of the patient¿s hemodynamic collapse could not be confirmed, it was believed that the patient¿s pre-existing co-morbidities (low ejection fraction, CABG, pulmonary hypertension, moderate mitral regurgitation and severe tricuspid valve disease) were contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, the sapien valve was deployed in an 80:20 aortic/ventricular position. The patient did not recover hemodynamically from pacing/valve deployment, developed moderate ¿severe ai, and subsequently expired. Bav was performed with an ew 23x4cm balloon. The patient¿s systolic pressure returned to normal over approx 30 seconds. A 26mm sapien valve was then inserted and positioned 60:40 aortic/ventricular; the systolic bp was 100 mmhg. The valve was moving ventricular during deployment so it was advanced aortic. It was advanced slightly too far, with a final position of 80:20 a/v. The patient did not recover hemodynamically from pacing/valve deployment. CPR was started. Vasopressors were administered and immediately the patient was put on pump (full cpb support within 5 min). The patient was shocked for vt multiple times. An aortic root shot was taken to assess valve position and coronary flow, which was deemed normal. The transapical sheath was removed and the apex was closed. It was noted that the ventricle was not squeezing well and needed to be decompressed. The sapien valve was in an open state while on cpb. Manual compressions on the apex generated enough pressure to close the valve. An lv vent was placed to decompress the heart while remaining on cpb to rest the patient. The rhythm had become more stable at this point in a sinus rhythm. Approximately 1.5 hours on cpb it was now noted there was mod-severe ai (pvl 2+, cai 1+). It was decided to insert a 14fr sheath in the rfa and with a 28 x 5 zmed balloon, the valve was post dilated. No rvp was needed to do decrease mean pressure/flow on cpb. Bav x 3 was performed, thus reducing the overall ai to moderate (cai unchanged from post dil). After an additional hour on cpb and the patient not returning to baseline and unable to sustain life off cpb, the patient expired. The native annulus measured 21.6 by tee. The native aortic valve was severely calcified; the ejection fraction was 25% . The image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment. The hemodynamic instability was attributed to the patient¿s low ejection fraction, and pre-existing co-morbidities (CABG, pulmonary hypertension, moderate mitral regurgitation and severe tricuspid valve disease).